Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery. Customer¿s current blood glucose was 115 mg/dl. Customer performed troubleshoot for failed battery and while the troubleshoot they found physical damage to the insulin pump. Customer stated that there are small cracks on battery compartment. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.